Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure for treatment of a tight calcified lesion in the proximal right coronary artery (rca), pre-dilatation was performed using a non-abbott balloon. An attempt was made to advance a 2.25x18 xience v stent delivery system (sds); however, due to the heavy calcification, resistance was felt. The sds was removed from the anatomy. A 2.5x15 trek nc dilatation catheter was advanced to the target vessel with resistance. The balloon was inflated but ruptured at 16 atmospheres. The catheter was removed from the anatomy with resistance and dilatation was completed using a non-abbott balloon. The xience v sds was re-advanced and the stent was deployed successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device, including scanning electron microscopy (sem) analysis, confirmed the reported device issue. Based on the investigation, no product deficiency was identified.